Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that an all channel and distal end samples were collected on september 8, 2023. The all channel sample tested positive for micrococcaceae, filamentous fungus, and bacillaceae with 3 colony forming units (cfu). The distal end tested positive for bacillaceae with 1 cfu. The scope was reprocessed and then sampled again on september 26, 2023. The operator channel tested positive for 56 cfus of bacilus spp mesophiles and filamentous fungus. The suction channel tested positive for 61 cfus of filamentous fungus and bacillaceae. The air/water channel tested positive for more than 80 cfus of staphylococcus coagulase negative and filamentous fungus. The distal end tested positive for 37 cfus of filamentous fungus and bacillaceae. The results obtained did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. After a visual check, scratches to the distal-end, inside the biopsy channel, the forceps elevator mount, cylinders and connector plug was found. Additional sampling was planned for after repair was completed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: 1. Lever arm cover --- leak 2. Light guide rod lens (1x) --- chipped: 3. Lens glue (1x) --- white clouded: 4. Charged coupled device cover lens glue --- white clouded 5. Distal end --- scratched 6. Connecting tube protector --- shaved 7. Mouthpiece --- scratched 8. Channel mount --- scratched 9. Air/water cylinder --- scratched 10. Air/water cylinder --- discoloration 11. Suction cylinder --- scratched 12. Universal cord --- buckles 13. Electrical connector unit --- corroded 14. Connector --- scratched 15. Biopsy channel --- scratched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was conducted insufficiently due to leakage from the distal end. Olympus recommended repair and re-culture testing however, the user declined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated an all channel and distal end sample was collected on august 9, 2023. The all channel sample tested positive for 3 cfus of micrococcaceae, filamentous fungi and bacillaceae. The distal end tested positive for 1 cfu of bacillaceae. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera ii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.